Manufacturer narrative:
An olympus technician was on-site at the time of the failure and repaired the subject device. The unit's housing was opened, general cleaning performed, along with a functional and electrical safety test. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center began displaying error code e334 and getting too warm during an examination. According to the initial reporter, the exam was able to be completed using the subject device without any issues or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the internal temperature of the subject device increasing could not be identified. Olympus will continue to monitor field performance for this device.